Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide defibrillation therapy when attempted. There was no patient use associated with the reported event.

Manufacturer narrative:
The electronic record was downloaded and reviewed. It was observed that the user was actively changing the energy level while pressing the charge button of the device which resulted in service code from mismatch/user timing issue. The energy delivery pcb and device capacitor were replaced as a precautionary measure. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not provide defibrillation therapy when attempted. There was no patient use associated with the reported event.